Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber began forward firing. There were no stones in the prostate and the fiber tip was intact. The procedure was completed using another fiber of same model. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber began forward firing. There were no stones in the prostate and the fiber tip was intact. The procedure was completed using another fiber of same model. There were no patient complications.